Manufacturer narrative:
(B)(4). Catalog/model # corrected from 39113-2025 to 39113-1630. Batch lot number corrected from 20093976 to 20553309. Device expiration date corrected from 11-jun-2018 to 15-oct-2018. Device manufactured date corrected from 09-jan-2017 to 10-may-2017. (B)(4).

Event description:
It was further reported that the correct complaint device was a 3.00x16mm promus element ¿ stent and not 2.50x20mm promus element ¿ drug-eluting stent as previously reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the centre row, a stent strut was lifted on one side and pulled in a distal direction. The undamaged proximal crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a kink in the inner/outer extrusion at 24mm distal of port exchange site. This type of damage is consistent with excessive force being applied on the delivery system of the device. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the correct complaint device was a 3.00x16mm promus element ¿ stent and not 2.50x20mm promus element ¿ drug-eluting stent as previously reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.